Manufacturer narrative:
(B)(4). Itchiness. Rash. Skin irritation. Skin discoloration. Dermatitis occurred. Please describe how the adhesive was applied on the tape - the incision was wiped down with water, and dried. Stratafix suture was used to close the subq. The surgeon typically uses 2 prineo with knee flexed. What prep was used prior to product application? Unknown , but there has been no changes what date did the reaction occur on? 10-14 days. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify ¿ some patients were referred to dermatology is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Event description:
It was reported that a male patient underwent a knee surgery on (B)(6) 2017 and topical skin adhesive was used. On (B)(6) 2017 the patient presented with a rash and itchiness. The rash started when the topical skin adhesive was taken off. The patient developed dermatitis. The patient was treated with steroid cream and then was put on keflex. On (B)(6) 2018 there was eschar in anterior surface around the incision. The rash was resolved. Additional information was requested.